Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.

Event description:
Oedema of left lower limb [oedema peripheral]; swelling of left knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of left knee. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose 2 ml (route of administration and frequency not provided), in left knee. The lot number of synvisc was not provided. On (B)(6) 2013, the pt received second synvisc injection. It was reported that the pt did not have any problem after the first and second injection. On (B)(6) 2013, the pt received third injection of synvisc. On (B)(6) 2013, the pt developed oedema of left lower limb and swelling of left knee for which the pt received treatment with non-steroidal anti-inflammatory drugs and cooling. It was reported that the pt had not exercised after the injection. The outcome for the events of oedema of left lower limb and swelling of left knee was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The physician assessed the relationship between synvisc and both the events as definite. F/u info was received on (B)(6) 2013, regarding pt's relevant history, product and event info which upgraded the case to serious (both events assessed medically significant by the physician). The kellgren and lawrence classification of gonarthrosis was grade 2. The lot number of synvisc was unknown to the reporter. It was reported that the pt had initiated corrective treatment with loxoprofen (non-steroidal anti-inflammatory drug) and "mucosta" (rebamipide) for both the events. The pt had not yet recovered from both the events and the pt continued receiving the corrective treatment. The intensity for both the events was moderate.